Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. The customer was not wearing the insulin pump at the time of the event. Customer's daughter reported that she is unsure how long her mother had been off the insulin pump or what the blood glucose reading was at the time. The cause of death was cardiac arrest with diabetic complications. No further information was reported

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.